Event description:
The device was returned due to air sensor being loose. The results of the investigation found that the device's air detector was defective. There was no patient involvement.

Manufacturer narrative:
B3: 2025 was the year of the event but the exact day/month was not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, and a defective air detector was found. The air detector was replaced to fix the issue.